Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed two openings assessed as surgical damage. ¿ anxiety-product/procedure: unable to observed. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported right side replacement from textured to smooth due to concern of the product. Patient additionally reported rupture confirmed via MRI. Healthcare professional later reported rupture and exchange from textured to smooth due to concern with the product. Device remains implanted.